Manufacturer narrative:
Product ID: 3889-28, lot# va07ddg, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient experienced stimulation in the wrong location from their implantable neurostimulator (ins). It was noted that they ¿gets it right¿ but it ¿keeps going back and doesn¿t stay¿. The patient met with the manufacturer¿s representative on friday ((B)(6) 2013) at which time program 3 was reprogrammed and working fine. However, staring yesterday, ¿started to go haywire¿ and today it was doing the same thing it did when they were seen friday. It was reported that the stimulation moves. The stimulation was reported to be over the bone on the right and when they switched from program 1 to program 3it was ¿better¿ (more in the saddle) and it ¿worked great¿. It was noted that the patient was able to make it to the bathroom on friday but that night it switched back to the bone. The patient described it as a ¿throbbing over the bone¿ and was hard to walk before they reprogrammed it. It was now throbbing again but was still on program 3. It was reported that the patient had not made any program changes. Additional information was requested, but was not available at the time of this report.